Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using an unknown delivery system. During the course of the procedure, the device was noted to have embolized into the left ventricle, as identified on tte imaging, with reports indicating that the device completely dislodged from the implant site. The device size selection was based on tee imaging, with landing zone measurements reported as 45°¿18 mm and 135°¿31 mm, and angiographic measurement of 33 mm. It was subsequently reported that the embolized device was retrieved via percutaneous retrieval through the groin, and that it did not cause any partial or complete obstruction of blood flow. The implanter attributed the embolization to pectinate muscle interaction pushing the device out. Procedural assessment noted that close criteria were satisfied and a tension test was performed, with left atrial pressure reported above 12 mmhg and fluid administration likely occurring concomitantly. At the time of implant, the device was described as having a tire-shaped configuration, with a leak detected around the lobe. The patient experienced ectopy during or after the event. Following retrieval, it was observed that damage to the mitral valve chordae had occurred, which resulted in severe mitral regurgitation.